Event description:
It was reported that during a coronary stent procedure, the stent appeared to have moved on the delivery device during advancement. The delivery/stent device was removed without incident. No pt injuries or complications were reported.